Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device stopped working in the middle of a case, sometimes failed to sign in and get the medication. A field service engineer (fse) changed the system settings to reflect the non-automatic reboot and also checked all the settings in the system. The fse logged in several times without any issues. Additionally, had the customer log in multiple times to confirm that the login process was functioning properly. All attempts were successful, and no login errors were observed. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es pyxis was not working. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.